Event description:
The patient went in for a pump refill. The health care professional was unable to access the pump. Diagnostic studies revealed that the pump was flipped. The patient was taken to surgery the following day and the pump was readjusted. There were no patient symptoms. It is unclear what medications were used in the pump.